Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had loss of therapy and pain in hip. They can¿t make to the bathroom a lot of time and sometimes they felt like they had to go but they can¿t go. They had upped from .5 to .6 a couple weeks or three weeks ago, but when they raised it, their hip joints started hurting and throbbing or aching, so they went back down to .5 and it was still hurting. Patient stated their hip joints started hurting about 2- 3 weeks ago and confirmed it was in (B)(6) 2017. Patient services asked when their symptoms began giving problems and patient said it was the last of (B)(6) or first of (B)(6) somewhere around there. Patient indicated they fell last of (B)(6) or in (B)(6) and they went to see the healthcare provider (hcp). They did some x-ray and they said everything checked out ok. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the hip and joint pain was resolved and the loss of therapy was mostly resolved. They didn't have an appointment date set with their hcp, but was going to call them.